Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage from the devices during the operation. They changed the leaking devices and got bleeding as a consequence. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.